Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the implantable cardiac monitor exhibited an error message. When attempting to obtain r-wave measurements, an error message noted that the r-waves could not be obtained. The error message continued to show each time. The device was removed and replaced. Patient was stable and discharged. It was noted that after the procedure, the device was checked and appeared to be working properly.

Manufacturer narrative:
The reported field event of no sensing and an error message was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.